Manufacturer narrative:
(B)(4). Model number - correction to remove model number as it was not provided to dexcom. (B)(4). Subsequent to the initial MDR, the complaint sensor being used at the time of event was not returned to dexcom. The receiver (part number str-gl-102/serial number (B)(4)/lot number 5194317), being used with the sensor was returned for evaluation on 05/12/2015. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. A review of the downloaded receiver confirmed the reported inaccuracy. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. Distributor did not report injury or medical intervention.